Manufacturer narrative:
The ventilator was sent to getinge for further investigation. The return department tested the ventilator over two months without reproducing any issue. It was possible to see in the logs that there was a technical error that indicates inspiratory flow meter failure and another one that indicates sensor error that can be caused by the turbine. The turbine module was replaced as a precaution. The turbine module generates compressed air and delivers air to the inspiratory gas. The issue was decided to be reported as a faulty turbine module may lead to stop of ventilation if no oxygen gas has been connected to the ventilator system. There was no patient harm. The root cause to the reported issue could not be established.

Event description:
It was reported that the ventilator's turbine was found defective. There was no patient harm. Manufacturer's ref. #: (B)(4).